Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the screw head broke just as it was beginning to be inserted into the bone. The broken tip was removed from the bone. There was no adverse consequence to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As received condition of device; the screw was damaged as the head was missing and the thread showed signs of usage. It is not clear if the bone was pre-drilled before screw insertion, but this is recommended as per technique guide. This type of damage was caused by excessive force application, without pre-drilling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.